Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue via the electronic patient record and keylog files; however through testing, the reported issue could not be duplicate. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, while attempting to print out the code summary of the event, the device lost power. The customer did not report any additional details of the reported event. There was no report of any adverse outcome to the patient.